Event description:
It was reported that the customer experienced bluetooth connectivity issues between a dexcom g6 sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels were reported as unaffected until sensor was restored. No alerts or alarms and no adverse clinical symptoms were reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included guided troubleshooting and education, including toggling sensor type between dexcom g6 and g7 within the app and repairing the connection to the ilet, with instruction to allow up to 30 minutes for pairing. Investigation of this case revealed a communication disruption consistent with intermittent bluetooth connectivity between the cgm and the ilet without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity interruption resolved through standard pairing procedures.